Event description:
It was reported that the shell inserter broke during use and all debris was retrieved. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G.2.: foreign: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h6. Visual examination of the returned product identified the threaded tip was fractured; the fractured tip fragment was returned with the device. Surface nicks, gouges, scratches, and strike plate indentations consistent with prior use were observed; otherwise, the device visually conformed to print. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.